Event description:
A synchromed pump and catheter were implanted in 1999 for intrathecal infusion of pain medication for non-malignant pain/failed back surgery syndrome. The pump and catheter were explanted in 1999 after refills showed drug remaining in the reservoir to be more than 25% of expected. The pump was returned to the MFR for analysis. Another synchromed pump and catheter were implanted in 1999.